Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered a non-recoverable error and the arm would not work. Intuitive surgical, inc. (Isi) technical support engineer (tse) helped the customer restart the system and the customer could not control arm 1 or arm 2. The customer stated that all arms were grayed out with instruments installed and unable to swap between the arms. The customer elected to convert to open surgery before completing troubleshooting with the tse. Isi followed up with the initial reporter (nurse) and confirmed that the open procedure was completed successfully.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The fse replaced the left master tool manipulator (mtm) due to error 40100. The fse could not replicate the reported problem, but found the left mtm had reached its data limit, likely from the system not being powered off over night. The system was tested and verified as ready for use. Isi received the mtm involved with this complaint and completed the device evaluation. Failure analysis was unable to reproduce the reported event, but confirmed it via logs. The mtm was installed on an in-house system and powered up. The sine cycle and a test drive were performed without issues. Tests performed via dte and matlab passed. No repairs are required to address the reported problem.